Event description:
Procedure: unk. According to the reporter: the mesh was implanted during lap povh, the procedure ended as open povh. Two days later, the pt went back to the or, the surgeon had found out that the pco mesh was torn in the middle and the colon was trapped in. The pco was removed and another mesh product was implanted.